Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "(B)(6) stated that the nurse and him witness more than 1 time, from the delivery history of the pumps they saw 8 delivery out of 11 attempts it drop to 7 out 10 and drop to 6 out 9 without even touching or manipulating the pump. It happened to multiple pumps. He gave 1 sn (B)(4) version not provided during the call. He mentioned that he found out the event 1 week ago but the nurse knows the problem 2 weeks ago. There was patient involvement but no human harm, there was delay in therapy but not critical as mentioned by the caller. He also mentioned that he will not send the pumps for repair because they will be out pumps if they send these pumps. No other information provided. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no. "